Event description:
On 11th-january-2024, it was reported by a distributor via email that an ar-4501, meniscal cinch¿ ii, had broken at the junction between the black part and metal part of the cinch. This was detected during use in a knee acl all inside and meniscus procedure on (B)(6) 2023. The procedure was completed successfully by using another technique.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-4501 meniscal cinch¿ ii was received for evaluation. Functional testing was not performed due to damage to the instrument. Upon visual evaluation, it was observed that the instrument's tip was broken off. A use error is the most likely cause of the report and observed failure. Prying and/or leveraging the device.